Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the trailing haptic broke off. The incision was enlarged to remove the lens and sutures where required to close the incision.